Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal tip of the wand came off into the patient's ankle. The ankle was cleaned with water and the tip was removed, it was confirmed with an x ray.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes/screen wear and scratch/scuff marks on the spacer and return electrode. The insulation on the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged into a known good generator and presents an error e-7 message. The error was bypassed and activated in saline solution at default and maximum settings and produces plasma on one of the remaining stubs of the electrode. The suction tube was tested and performed as specified. The complaint was verified and the root cause was determined to be associated with the worn screens. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: (1) the devices may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip, (2) using a set point higher than default settings may increase the wear of the screen / electrodes factored with technique such as amount of pressure and speed in which the wands are passed over tissue. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that the metal tip of the wand came off into the patient's ankle. The ankle was cleaned with water and the tip was removed, it was confirmed with an x ray. Procedure finished with the same device.